Event description:
Customer states the use by date on the compact test strip drum label is 2007-09; manufacturer's records confirmed the actual use by date to be 03/31/2007. No adverse event reported. The customer was using expired stirps, which is against manufacturer's labeling. Expired product may product erroneous results. Requested return of product, replacement sent.